Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that when attempting to remove the foley catheter the nurse could only withdraw 4 ml's from the balloon. A physician manually deflated the balloon using a guide wire. The balloon came out, but with resistance. It was noted that the balloon still had approximately 0.5-1 ml remaining inside when pulled out from the patient, causing urethral trauma and bleeding. The patient required an additional hospital stay and bladder scans. The bladder scans were done after each void. The patient was able to empty his bladder without difficulty. The bleeding and discomfort stopped without medical intervention.